Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up successfully. A review of the system log file didn¿t confirm the reported problem. Upon functional testing, the fse suspected an issue with the cmos battery and replaced it, but the issue persisted. Upon further, troubleshooting fse determined that a bad single board computer and malfunctioning main and backup hard drives were causing the reported issue. The part analysis of both the single board computer and sib_x board was performed but it didn¿t conclusively determine the failure. To resolve the issue fse replaced the sbc and sib board, replaced the cabling for the sbc, loaded sw to sib, installed a new primary os hdd and backup hdd and recreated the image store. After the replacement, the system booted up properly and returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully, it got stuck at 00:00. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.